Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion a few days post implant. Perforation was suspected and both the right atrial (ra) lead and the right ventricular (rv) lead were revised and remain in use. No further patient complications have been reported as a result of this event.